Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2016 with the following findings. On investigation, the reported call service alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box history found records of the reported processor communication enable timeout alarm about two weeks before the complaint date. Caps were not returned and using test caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported call service alarm. The pump casing was opened and no intermittent conditions were found on the printed circuit board or the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue with call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.